Event description:
Customer reported a donor sample reported as ab positive on the galileo using the reflex fwd assay. The sample was a first time donor and had been tested on the olympus pk prior to being tested on the galileo. This interpretation didn't match the olympus pk, which reported the sample as a positive.

Manufacturer narrative:
(B) (6) was used to retrieve the instrument images. The sample appeared as a clear button. Followed up with customer, she stated that she had pulled the tube and found the contents sticky but not clotted. Sample contained fibrin which lead to the mistype. Customer is aware that clotted samples shouldn't be used for testing on the galileo.